Event description:
It was reported that the right atrial lead exhibited high thresholds and noise. The lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. Insulation abrasions exposing the distal coil were noted at 37.3 cm to 37.9 cm and 38.2 cm to 38.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction with another implantable device.